Event description:
An infant was on a continuous infusing line. The catheter broke in two pieces at the yellow strain relief. 15 cm of catheter tubing was removed from the infant by hand. The pt was placed on piv's for the remaining course of IV therapy. No harm was caused to the pt.

Manufacturer narrative:
The sample has been rec'd for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.